Manufacturer narrative:
A ge service rep performed an on site investigation. The had drive, power switch, controller pcb, monitor bezel and sensor lenses were evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the on/off power switch was inoperable which would cause the system to not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.